Event description:
I had the essure permanent birth control procedure over a year ago. I was told it was fast and for the most part pain free. My doctor even went as far as to say "women have been known to come in and have it done on their lunch break" ha! I came in and had the procedure done. While in the middle of getting the essure I nearly passed out and I vomited. The pain was unlike anything I had ever felt. An hour later, on my drive home, "which is perhaps 1/2 mile" I was hit with such excruciating pain that I almost drove into oncoming traffic. I had to pull over. I vomited many more times and cried for about a half hour before I could continue home. I called the doctor who said it was normal. The same doctor that told me it is so easy and pain free, now this pain is normal and to be expected. Days later with zero improvement I called her again. She said I would just have to wait until the appointment where they inject the dye to see if the procedure worked. At that appointment she said all was perfect. For several months I was almost bed ridden. In a constant state of pain. To this day I, at times, feel like there is a coil piercing through my stomach. I still suffer from what I have been told are fallopian tube spasms almost daily. The nightmare has never ended but the doctor refuses to address the fact that these symptoms are a direct result of the essure. Of course they are! I am only (B)(6) and I have asked my new doctor for a hysterectomy or anything to get these things out of me. Because of my age and my poor insurance this option is not available to me. Getting essure was the biggest mistake of my life. I feel like my life has been stripped away from me. I can no longer do normal activities without the pain. I am constantly grumpy because of the pain. I gained a dangerous amount of weight because I can no longer be as active as I was before. I believe I had sent in a complaint a year or so ago but I never heard back so I am doing it online this time. I do not have the exact dates but I can get them if need be. I am guessing it was close to 2 years ago now. I just want help. I want someone to cover the cost of having these things removed. I have been told that essure is protected by the FDA so a lawsuit would be a waste of my time and money but at this point I have nothing to lose. I know many of my complaints were directed at my doctor but I have looked at the essure website and brochures and they are so grossly misleading. The things that are listed as pro's are not at all true. I have since communicated with over 2000 women who have had the same issues as me or even worse. Something has to be done.